Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experience low blood glucose of 48 mg/dl and 43 mg/dl. The customer's father reported that they treated the low blood glucose with food. The customer's father stated that the blood glucose went up to 197 mg/dl. The customer's father also reported that they experienced high blood glucose of 329 mg/dl and was treated with the insulin pump. Troubleshooting was declined. The insulin pump will not be returned for analysis.